Event description:
During a routine shift check by a clinician, the device was unable to select energy through the paddles and was unable to discharge. There was no pt involvement in the reported malfunction.